Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a warning was displayed regarding charge time of capacitors are too long. The patient received several inappropriate therapies due to atrial fibrillation rapidly conducting. The device was reprogrammed and an av node ablation was suggested to resolve the issue. The patient is in stable condition.